Manufacturer narrative:
A partial lead with the tip measuring 48.2 cm was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead was explanted and replaced. It was noted that the lead exhibited high capture threshold and capture anomaly. The patient was stable before, during and after the procedure.